Event description:
It was reported during a blebectomy while using a tsb35 the device jammed during the second firing, the cartridge flew, out, hit the thoracic wall, and then broke in half. The metal case that the blue plastic cartridge sits in is remaining in the jaws of the device. All other pieces were removed from the pt's thoracic cavity. One half of the staple line was delivered. An ez45b was used to complete the case. There was no consequence to the pt.